Event description:
Patient reported "preventative purpose". Later, healthcare professional reported ¿capsular contracture baker grade 3¿. Later, healthcare professional reported "preventative replacement". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, g2.

Event description:
Patient reported "preventative purpose". Later healthcare professional reported ¿capsular contracture baker grade 3¿. This record is for the right side. Device was explanted and it will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.